Manufacturer narrative:
Medwatch fields h6 updated: - type of investigation - investigation conclusion the device was not received for investigation.

Manufacturer narrative:
Accu-chek inform ii meter + rf meter a serial number is (B)(6) accu-chek inform ii meter + rf meter b serial number is (B)(6). The items have been requested for investigation and have not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable glucose result using the accu-chek inform ii test strips with two of the accu-chek inform ii meters + rf for one patient. The initial result with meter a at 6:05 am was 464 mg/dl. The result with meter b at 6:15 am was "hi", which is equivalent to a result that may be greater than 600 mg/dl. A venous sample was collected at 6:29 am, and the result was 123 mg/dl. The result of 123 mg/dl was believed to be correct.